Event description:
Customer reported unable to acquire 12 leads ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). Customer reported unable to acquire 12 leads ECG. There was no reported adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.